Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that one serum and one plasma sample were drawn from one outpatient and each sample tested with the architect i2000 tsh assay. The serum sample generated a result of 69.8 miu/l (that was reported from the lab) while the plasma sample generated a result of 121.8 miu/l (auto-dilution). The following day, the samples were retested with a serum result of 89.6 miu/ml and a plasma result of 122.1 miu/ml (auto-dilution). Controls have been within specifications. There is no impact to pt mgmt reported.